Event description:
It was reported that the upper right-hand corner of the lower case is damaged. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the lower case was broken. It was also noted that the upper case was broken, the battery release, lead flex cover, and battery drawer were contaminated, the ring was bent, the ring cover was contaminated, and two side bail covers were broken.